Manufacturer narrative:
The following elements have blank data.

Event description:
Earlier last month during the night (B)(4) performed an automatic update and perceived the (B)(4), our linear accelerator software, to be a virus and quarantined the application. Staff arrived the next morning and discovered the problem. Staff worked with (B)(4) and internal it for the next six hours to resolve the issue and finally had to obtain a code from (B)(4) to resolve the issue. Patient care was rescheduled for the next day.

Manufacturer narrative:
(B)(4).

Event description:
Earlier last month during the night (B)(4) performed an automatic update and perceived the (B)(4), our linear accelerator software, to be a virus and quarantined the application. Staff arrived the next morning and discovered the problem. Staff worked with (B)(4) and internal it for the next six hours to resolve the issue and finally had to obtain a code from (B)(4) to resolve the issue. Patient care was rescheduled for the next day.